Event description:
Reporter alleged blood glucose measured "hi" at 7:20 am, back to back with a result of 172 mg/dl performed at 7:36 am. Customer stated not taking normal diabetes medication as a result of the readings; however, no other actions were taken and no treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.